Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 05-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 96, 85, 91 and 92 mg/dl. Customer stated the results were lower compared to another device. The customer stated her expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated she contacted her doctor 2 weeks ago regarding the results she is getting and that the dr. Recommended the customer contact manufacturer for a replacement. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/16/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 114 mg/dl date: (B)(6) 2026, time: 3:25pm fasting pm, result 2: 121 mg/dl date: (B)(6) 2026, time: 11:59pm fasting pm, result 3: 96 mg/dl date: (B)(6) 2026, time: 5:38pm fasting pm, result 4: 85 mg/dl date: (B)(6) 2026 , time: 2:07pm fasting pm , result 5: 121 mg/d date: (B)(6) 2026 , time: 3:05pm fasting pm , result 6: 91 mg/dl date: (B)(6) 2026 , time: 3:17am fasting am , result 7: 92 mg/dl date: (B)(6) 2026 , time: 3:06am fasting am, result 8: 186 mg/dl date: (B)(6) 2026, time: 7:06pm fasting pm.